Event description:
A recent download from a female pt revealed several "battery pack fault" flags. Lifecor customer support contacted the pt to exchange the battery pack. The pt told support that there was moisture on her monitor screen. She stated that she noticed this last night. Support sent the pt a replacement battery pack and monitor.

Manufacturer narrative:
Monitor. Battery pack - 2008. Device eval summary: device evaluations of monitor and battery pack have been completed. The reported problem was confirmed. The cause of the faults was defective battery cells within the battery pack. The root cause of the defective cells is not known, but was probably due to excessive discharging. Many "battery runtime expired" flags were seen on the final download from the last pt to use this battery pack. This meant that the battery pack was used for greater than twenty-four hours. This means that the pt continued to use a depleted battery for hours after the expired runtime alarms sounded. The defective cells were replaced. The battery pack was retested and restocked. The monitor had some kind of contaminate inside it. It would not power up on arrival. The isp line was shorted to ground. There were corroded connections on the auxiliary board. The monitor was repaired, retested and restocked. No adverse event resulted from the faulty battery pack monitor. The pt received a replacement battery pack and monitor.